Manufacturer narrative:
A5, ethnicity, is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock. ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported that following impella 5.5 implant the patient experienced some bleeding from their mouth. The patient was transfused two units of blood while platelet levels began to trend downward. The following day, a CT scan was performed due to acute changes in the patient's neuro status and a intraparenchymal hematoma was discovered. Heparin was discontinued as further actions were being discussed. The patient's family was called in response to the hemorrhagic stroke and the decision was made to withdraw care. The patient passed away shortly after. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.